Manufacturer narrative:
The suspect system controller was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Manufacturer narrative:
The returned system controller was connected to the manufacturer¿s laboratory test equipment and was unable to operate the test pump. The system controller was unresponsive and the red heart visual alarm was pulsing/flickering. The evaluation of the system controller revealed damaged/shorted components resulting in the disruption of the main voltage supply to several components. The analysis could not determine the specific cause of the damaged/shorted components.a review of device history records showed no deviations from manufacturing or qa specifications that would affect device function or performance. No further information is available. The manufacturer is closing its file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). Approximately 2 years post-implant it was reported that the patient received continuous red heart alarms on her system controller and was not able to mute the alarms. The patient's percutaneous lead was connected and the batteries were fully charged. She was away from home and didn't have her back-up system controller or back-up batteries with her. An ambulance doctor auscultated the patient's chest and confirmed that the pump was running. At the hospital, the perfusionist connected the system controller to a system monitor and "pump off" was displayed. The perfusionist switched to another system controller and normal pump values were displayed. The patient was conscious the entire time and no effects to the patient were reported.